Event description:
It was reported that during system setup prior to starting a procedure with the da vinci 5 system, console armrest errors were encountered, specifically error code 23062 related to the armrest motor on console 1. The customer attempted to resolve the issue by retrying the system and performing a hard power cycle on the tower and robot, but the error persisted. After further troubleshooting, the suspect console was disconnected, and the system was able to power on without further issues, allowing the site to proceed with case setup. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field engineer replaced the armrest motor module on the surgeon side console after the system presented intermittent 23062 errors, which were confirmed in the system logs. The replacement was performed as the motor voltage was found to be outside the acceptable limit, and the system was subsequently verified as ready for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Performed visual inspection and found no problem related to reported issue. Checked system event logs and confirmed error 23062 had occurred. Installed armrest motor module on an internal test system and could not replicate reported issue during system testing. The complaint was confirmed based on system log review, which indicates that the device may have contributed to the customer reported issue. Although the issue was not replicated during in-house testing, the fse findings and observed error indicate a possible voltage issue with the motor module.

Event description:
Refer to h11 for follow-up information.